Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message during treatment. Technical support advised the patient to reboot, however, shortly after, the cycler received a volume error two times. The patient proceeded to cancel treatment. Upon opening the cassette door, the patient noted there was fluid inside. Upon follow up with the patient's nurse, it was confirmed that the patient completed treatment on the day of the event with manual exchanges. The patient was administered one week of prophylactic antibiotics. The patient experienced no infection or other adverse event. The patient is currently completing treatments with no issues. The disposable product is not available for return.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message during treatment. Technical support advised the patient to reboot, however, shortly after, the cycler received a volume error two times. The patient proceeded to cancel treatment. Upon opening the cassette door, the patient noted there was fluid inside. Upon follow up with the patient's nurse, it was confirmed that the patient completed treatment on the day of the event with manual exchanges. The patient was administered one week of prophylactic antibiotics. The patient experienced no infection or other adverse event. The patient is currently completing treatments with no issues. The disposable product is not available for return.

Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An interior inspection showed no signs of dried fluid. A simulated treatment was performed and passed. A system air leak test was performed and passed. A device history review noted no discrepancies.